Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported during an implant procedure, that the pacemaker was implanted along with a tined right ventricular(rv) lead. It was stated that the right ventricular lead was dislodged when the physician finally stitched the pocket. The dislodgement was confirmed via fluoroscopy. The physician elected to reposition the right ventricular (rv) lead as the parameters were not good. The repositioning of the lead was unsuccessful due to a difficulty of removing the rv lead from the pacemaker header. The physician used a different wrench, but was still unsuccessful. The pacemaker and the right ventricular (rv) leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies found.